Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The hdlc4 reagent lot number was 794946 with an expiration date of 31-mar-2026. Based on the sample tubes used, the sample should be spun at 1300-2000 g for 10 minutes or at 3000 g for 5 minutes. The customer used a spin speed of 3500 g. The customer received many aspiration errors. The field service engineer (fse) found dirt on the sample probe, which may have been gel from the sample tubes. The fse replaced the sample probe and the customer had no further issues. The investigation determined the event was consistent with pre-analytical handling issues. A product problem was not identified.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). No other patient samples were affected.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for hdl- cholesterol gen.4 (hdlc4) on a cobas c 503 analytical unit. The initial result was 0.187 mmol/l with a data flag. The repeat result was 0.203 mmol/l with a data flag. As these results did not match the patient¿s clinical condition, the sample was repeated on a different cobas instrument. The repeat result was 1.04 mmol/l.